Event description:
A damage to the silver pin of the pump's usb port was reported, affecting the customer's ability to charge the pump, although the pump did not shutdown as a result. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support initiated the process to replace the pump and instructed the customer on returning the problematic device, confirming the shipping details.